Event description:
The needle didn't work, the tip was broken. This event did not impact the patient or user. This observation occurred during the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
There were no echo-hd-22-c devices of the lot number c679567 in stock at the time of the complaint evaluation; 1 x echo-hd-22-c of unknown lot number was returned for evaluation. There was a kink on the sheath where the sheath meets the handle with the sheath extender positioned at '0'. It was possible to advance and retract the needle once the kink on the sheath was straightened. With the handle at position '8' the needle extended to approximately 7.1 cm. The dimples were present on the needle but the needle was broken at the core trap. The remaining section of the needle (approximately 1 cm) from the core trap to the distal tip of the needle was missing/broken off and was not returned. There was kinking noted where the needle had broken at the core trap. It was only possible to advance the stylet approximately 34 cm through the handle - to where the sheath was kinked. The customer complaint was confirmed as the tip of the needle was broken. As the actual use conditions could not be replicated in the laboratory, the cause of this complaint could not be conclusively determined. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records from echo-hd-22-c lot number c679567 did not reveal any discrepancies which could have contributed to the complaint report. No corrective action is warranted at this time. This event did not impact the patient or user. This observation occurred during the procedure. A foreign object did not have to be retrieved from the patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. The information in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention. The two year complaint history has been reviewed and this complaint represents an isolated occurrence for this issue, for this rpn.